Event description:
It was reported that there was a black mark embedded in the reservoir of a large volume infusor. The black mark was identified after the device was compounded with fluorouracil, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 5, 2014 ¿ december 8, 2014. The device was received for evaluation. During visual inspection, a black mark was observed to be embedded in the reservoir and stress member of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.